Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2020-33414. It was reported the system was unable to be placed into MRI mode as there was an impedance problem with the leads. Therapy was not impacted, however due to the patient needing to undergo an MRI, the leads are slated to be replaced.

Event description:
It was reported that the patient's leads were replaced. Therapy was restored following the procedure.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised" while attempting to set ipg to MRI mode was reported to abbott. The patient was asked to try to put the system into MRI mode while in different positions. The ipg and leads were replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.